Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. The customer resolved the occlusions by clearing the occlusion alarms and resuming insulin deliveries.